Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partially peeled 8.0fr peel-apart sheath and one groshong catheter with a loaded cath-lock and catheter stylet was returned for evaluation. Gross visual, tactile evaluation and functional testing were performed on the returned device. A kink was noted on the groshong catheter. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure puncturing through the clavicle and the rib, the catheter was allegedly unable to be inserted through the sheath. It was further reported that two parts in the central part of the catheter were allegedly found to be kinked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure puncturing through the clavicle and the rib, the catheter was allegedly unable to be inserted through the sheath. It was further reported that two parts in the central part of the catheter were allegedly found to be kinked. The procedure was completed by using another device. There was no reported patient injury.